Manufacturer narrative:
Vyaire file identification for (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that the unit has a defective transducer. The main printed circuit board assembly (pcba) will be replaced. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator has low o2 inlet. At this time, there is no information regarding patient involvement associated with the reported event.